Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 3254636 (mfg. 05/2016) showed (B)(4) units were mfg. Tested, inspected and released. There were no exception documents generated during the lot build. Findings: the involved devices were discarded. Although requested packaged same lot samples were not returned for analysis. The exact cause(s) of the event(s)/product issues are unknown. Device discarded - not returned.

Event description:
Complaint received reporting leakage issues with use of d1000 tego connectors. It was reported that the "tego connectors leaked inside the port, rather than at the point of attachment with the catheter". Follow up information received reports multiple incidents during a one week period (B)(6) where leakages occurred with initial (<5 minutes) dialysis infusions. The tego connectors were removed, replaced and discarded, dialysis resumed. There were no patient injuries, no change in baseline status and/or adverse outcomes. Although requested the facility has no documentation/incident reports and or detailed records concerning the individual events; tego device usage etc. Facility replaces tego connectors once week/following third session.